Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later the patient experienced mesh erosion, urinary tract infection, pelvic, abdominal, buttock and back pain, levator spasm, myalgia, constipation, vaginal discharge, vaginal infection, dyspareunia, difficulty initiating stream and incomplete emptying. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.